Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation. The component was identified as product code j784g. It was requested to assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. A cup-and-cone shaped fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. The needle breakage was confirmed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please clarify if the needle broke into separate pieces or if the entire needle separated from the suture? Did a piece of the broken needle fell inside the patient? If so, was it retrieved during the same procedure? What was done to retrieve the broken piece? In case the needle piece remains in the patient, please specify size, in what structure/tissue was retained and if there are any future plans to remove it. How was the procedure completed? Could you please provide the lot number? Procedure name? Device return status/follow up, no further information will be provided.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, while suturing on the subcutis, the needle was broken easily at the gripped part. There were no adverse consequences to the patient. No additional information was provided.